Manufacturer narrative:
Product complaint # (B)(4). Investigation findings: c22 - photo evaluation. Photo investigation summary : this is an analysis of a photo submitted for review. During the visual analysis the following was observed: the photograph shows two winding formers with an apparently detached needle could be observed, the image is not clear to determine the failure mode. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Testing of actual/suspect device investigation summary : the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample revealed that two labeled winding formers with some suture pieces that pertains to product code nw1326 were returned for analysis. The foil was not received for evaluation. Upon visual assessment of the suture, it was observed that the strand has begun with a degradation process caused by exposure to the environment. This condition contributes to the needle separating from the suture. In addition, the needles weren¿t received. The product code nw1326 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-10359. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2022 and suture was used. The needle detached from the suture. No adverse patient consequences were reported. Additional information was requested.